Event description:
General report received of an unspecified number of undocumented incidents of loss of suction. It was reported that during unspecified surgical procedures after suction had been applied for several hours, cracks were noted on the covers of the liners; subsequently, loss of suction was noted. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).